Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect; cause was not known. The date was corrected to address the issue. Additionally, it was reported that an unexpected reset occurred. Customer reloaded the cartridge and insulin deliveries were resumed. There was no reported adverse impact to the customer's blood glucose level.